Event description:
Patient reported that a comparison between patient's surestep meter and a health care professional's meter while in a fasting state was 180 mg/dl (ss) and 240 mg/dl (healthcare professional), respectively (25% difference). No symptoms were reported. On follow-up, lfs representative reviewed quality control procedures and discussed meter accuracy as well as meter/lab comparisons. The meter was replaced. There was no allegation of harm.